Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for fecal incontinence . It was reported that  that the patient had pain and tenderness( at night when sleeping)  at the implant site  if they bumps  into something. 25-mar-2019. It was stated that it was related to surgery and ane sthesia. Patient also reported patient also experienced stimulation in  an undesired location. Patient also had 2 instances where the device shocked resolved without sequelae (B)(6) 2019 no further complications were reported/anticipated at this time.